Event description:
It was reported that during a vertebroplasty procedure at t11, a spinejack implant was being manipulated by the surgeon. The surgeon attempted to remove the spinejack implant, resistance was noted, and the surgeon stopped. Upon removal of the expander tube, it was found the implant had released subcutaneously in the patient tissue, and it was noted there was no extravasation of cement. The surgeon made a larger incision and surgically removed the implant from the patient tissue. No clinically significant delay occurred, and the procedure was completed successfully. The cement fill was reported to be adequate in the vertebroplasty, and no additional follow up or medical intervention has been indicated.

Event description:
It was reported that during a vertebroplasty procedure at t11, a spinejack implant was being manipulated by the surgeon. The surgeon attempted to remove the spinejack implant, resistance was noted, and the surgeon stopped. Upon removal of the expander tube, it was found the implant had released subcutaneously in the patient tissue, and it was noted there was no extravasation of cement. The surgeon made a larger incision and surgically removed the implant from the patient tissue. No clinically significant delay occurred, and the procedure was completed successfully. The cement fill was reported to be adequate in the vertebroplasty, and no additional follow up or medical intervention has been indicated.